Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys cortisol ii results on cobas 8000 e 801 module. The initial result was 6.51 nmol/l and the repeat result was 540 nmol/l. These results were not reported outside of the laboratory. The reagent used was lot: 41162201; expiration 31-may-2020.

Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.